Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii colonovideoscope was returned to olympus service center for maintenance with the concern of the product had black liquid coming from the scope. The event was identified during preparation for use. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection, the customer¿s allegation was confirmed. In addition, following issues were found during the device evaluation: (a.) Labels are not properly affixed, have scratches and are worn, (b.) There was an instrument channel large instrument channel leak. After plugging there were no other leaks found, (c.) The plastic distal end cover had deep dents, (d.) The forceps channel had a channel leak, (e.) The control knob movement play in the up, down, left, and right direction is out of specification, (f.) The bending section cover or distal end was wet after aeration, (g.) The control body was wet after aeration, (h.) The scope connector was dry, (I.) The objective lens has a chip, (j.) And the light guide lens has a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.